Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: circumferential liner delamination from the distal tip, soft tip damaged, scratches observed from the distal end to the end of the delamination, marker band was not returned and there was no liner tear. Imaging was provided and the sheath distal tip liner was delaminated, and the marker band was not present. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing per procedure, the sheath shaft components are 100% visually inspected for defects. During final sheath inspection, the sheaths are dimensionally and visually inspected per procedure. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, the work orders are verified per procedure. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A lot history did not reveal any other similar complaints for this reported event. A review of the complaint history from september 2019 to august 2019 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformance's were identified during the investigations of the similar complaints. Available information suggests that procedural/patient factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for all the trend categories. The IFU, device preparation manual, delivery system IFU, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides guidance on delivery system removal. Completely unflexed the delivery system, ensure the flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. In addition, during sheath removal, remove the sheath entirely without torquing ensuring the edwards logo is facing upwards and do not reinsert the sheath at any time during removal. The complaints were confirmed based on imagery review and visual inspection of the returned device. Investigation of the device and review of complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿the balloon bursted transverse during the valve deployment¿. It is likely that the balloon profile was altered as a result of the balloon ruptured. This altered profile may have led to difficulty retrieving the delivery system and as a result, excessive device manipulation. The additional force may have contributed to the reported liner delamination. Once the liner delaminated, the c-marker band would have been exposed. Additional manipulation of the sheath with the liner delaminated and c-marker band exposure may have resulted in the separation of the c-marker band. In this case, available information suggests that procedural factors (withdrawal of balloon rupture/ device excessive manipulation as a result of delivery system withdrawal difficulty) resulting in the dislodging of the marker band and the delamination of the sheath may have contributed to the complaint events. No IFU/training manual/labeling inadequacies were identified, and the occurrence rate did not exceed the control limit for the applicable trend category; therefore, no corrective/preventive action nor product risk assessment (pra) is required at this time. The complaint device work order was manufactured after implementation of corrective actions as documented in the CAPA. However, the cause of the dislodgement in this case is procedural, and the complaint event is unrelated to the CAPA. A pra was previously initiated for risk assessment and corrective/preventive actions were addressed through a CAPA sheath distal tip ¿ separated marker. Since the complaint occurrence rate does not exceed the control limit for the applicable trend category, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Reference mfg. Report no. (B)(4).

Event description:
Per provided photo, the sheath liner was delaminated. As reported by our austrian affiliate, upon deployment of a 26mm sapien 3 valve the commander delivery system balloon was partially inflated, and the balloon burst transversely. The delivery system was unable to be removed through the sheath and a surgical cut down was performed. The system was able to be retrieved. The patient was stable. The device is being returned for evaluation.